Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: segmentectomy. Event description: part of the internal valve of the trocart aboard abdo kii fios insufflation fastener 12 mm x 100 mm (cff73) detached during the segmentectomy procedure, leading to risk of leaving a foreign body in the patient's body and excessive use of equipment. Additional information received by an applied medical rep via email on 05feb26: 1 non-sterile unit returning. Patient status: no patient injury nor illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal component particulation. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrument through trocar. Applied medical¿s instructions for use (IFU) states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: segmentectomy. Event description: part of the internal valve of the trocart abord abdo kii fios insufflation fastener 12 mm x 100 mm (cff73) detached during the segmentectomy procedure, leading to risk of leaving a foreign body in the patient's body and excessive use of equipment. Additional information received by an applied medical rep via email on 05feb26: 1 non-sterile unit returning. Patient status: no patient injury nor illness was reported.